Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted april 120, 2017, was incorrect. The correct device manufacturer date is november 22, 2010. . Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced touch screen and the processor board were returned to livanova USA where a visual inspection was able to confirm that the touch screen was cracked due to external damage. As the issue was caused by external damage rather than a device malfunction, livanova (B)(4) has determined that no corrective action is necessary.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen and the processor board. Subsequent functional testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during setup. There was no patient involvement.